Event description:
The reporter, the pocc, states the urisys 1100 gave false negative leukocyte results on patients. She states the strips change color, but the instrument does not recognize the color change and reports false negative results. She stated the liquid controls are fine and in range. She states they have confirmed that 2+ leukocyte urine samples read as negative, on the urisys 1100. No report of an adverse event based upon the false negative results. Return requested and replacement was sent.